Manufacturer narrative:
A patient experienced loss of therapy and that x-ray showed that the lead was fractured was reported to abbott. During a lead revision, the lead was observed to be fractured and the lead was explanted and replaced to address the issue. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced loss of therapy and that x-ray showed that the lead was fractured. Surgery occurred to address the issue. During the surgery, the lead was observed to be fractured and the lead was explanted and replaced to address the issue.